Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient was wearing the pod for 4 to 24 hours on the abdomen. Patient had high blood glucose (bg) levels at first and the personal diabetes manager (pdm) gave a 50 % bolus. Patient then took glucagon because bg went too low and the bg level went back up. Patient then changed the pod. Patient then went to the hospital. The patient was treated with intravenous therapy with dextrose and saline solution. The patient's blood glucose history are as follows: (B)(6).